Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, wound infection and capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient who underwent primary breast reconstruction surgery with a 175cc mentor memorygel breast implant (left) and a 275cc mentor memorygel breast implant (right) experienced pain within 6 months after date of implant, illness, gi system issues, 24/7 diarrhea, delirium due to toxic overload, skin breakouts, staph infection, hot sweats, night sweats, fainting, sibo, mast-cell spectrum, hypermobile, unable to breath when walking up stairs due to constriction from implants, extreme fatigue, bed ridden, depression, unable to sleep, redness in right arm, right arm swelling, hotness in right arm, redness in right breast, right breast swelling, hotness in right breast, upper body pain, (B)(6) in both capsules and bilateral capsular contracture baker grade unknown post procedure. As a result, patient had undergone removal on (B)(6) 2019. This report is for the right sided device. See 1645337-2019-22472 for contralateral prosthesis report.